Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error image on screen. Customer's blood glucose value was 311 mg/dl. The customer was assisted with troubleshooting. The customer stated that they saw red cross on display. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.